Manufacturer narrative:
The pt remains on lvad support with the replacement pump and no further issues have been reported. The hospital sent the pump to their pathology department and the device will not be available for manufacturer evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). A device tracking form was submitted to the manufacturer indicating that approximately 2 months post-implant, the pt showed signs of hemolysis and had a pump exchange. It was also reported that the hospital opened the pump after explant and found thrombus.